Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that premature battery depletion was noted on the implantable pulse generator (ipg). During the revision procedure the patient experienced pectoral muscle simulation and intermittent capture was noted on the his bundle (right ventricular) (rv) lead in unipolar and bipolar configuration. The lead was capped and replaced and the implantable pulse generator (ipg) was explanted and replaced. No further patient complications have been reported as a result of this event.